Event description:
The health care provider (hcp) reported that no overdose happened. The medication, fentanyl 2500mcg/ml was titrated slowly over period of 6 months from 120mcg/day to the highest ever of 720mcg/day. The patient showed continuous slow improvement at one point but then began to attribute vague non-specific symptoms to the pump without any particular incident. The patient requested to have the pump removed. The fentanyl was removed from the pump and the pump was refilled with 0.9ns. The patient was referred to a different hcp for explant of the device.

Event description:
It was reported that the patient's pump was explanted; reason stated was financial issues. Currently patient had a "boil" where the pump was implanted and was painful. Drug delivered via the device was fentanyl. It was added that there was "something wrong with the pump and patient overdosed on fentanyl, pump was giving a double dose." Patient was in "worse condition now, had trouble with his ears." Patient was dissatisfied with his healthcare provider (hcp) and was considering hcp options. Additional information has been requested; a follow-up report will be sent when new information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk.

Event description:
Additional information was found. In the transcription the patient reported the specific symptoms: inflammation around the pump, ¿got a lot of damaged nerves <(><<)>where my belt is>,¿ ¿every time I press that bump, the pain would go all the way up my spine and cause my ears and face to burn and ring,¿ ¿ ¿<(><<)>the bump>it used to have liquid in it, but now it turned into a hard big old mass like the size of a golf ball ,¿ ¿it apparently got my liver all out of whack,¿ the patient reported some poorly defined symptoms which he attributed to the pump: ¿having a lot of symptoms,¿ ¿it was something to do with the pump ,¿ ¿my particular pump was doing¿was not working right,¿ ¿been so sick that I couldn¿t even get out bed for the whole year,¿ ¿I was being sick on that pump, on both kinds of medicine,¿ ¿ that pump didn¿t work for me in the first place,¿ ¿I¿ve never been sick like that before,¿¿ in a lot of pain, ¿so it had to be something wrong with the pump leaking or something.¿ the patient also had a complaint about the catheter pump connection, ¿it had to leak out¿some kind of connection on that pain pump where the catheter comes out had to have leaked.¿ morphine was first used in the pump and then fentanyl.

Manufacturer narrative:
(B)(4).